Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was thermal damage on the pulley cover. The conductor wire did not appear to be black, broken or frayed. There was no conductor wire damage. The surgical task that was being performed was peeling. The instrument was in contact with the tissue. There was no patient injury. The patient has not returned to the hospital with any complications. The instrument is available for isi return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to have thermal damage on the pulley cover. The procedure was completing as planned with no reported injury.